Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if the message displayed prematurely or not. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced.